Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump using provided instructions, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction code appeared again.